Event description:
It was reported that the pulse generator could not be interrogated. A -data not read- message displayed, even after rebooting the programmer. Measured data in 2008 was 2.71 v, and 11.1 kohms with an estimated 0.75 to 1 year remaining longevity. The pulse generator would be replaced.

Manufacturer narrative:
Na